Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device failed to power up when a new battery was installed. There was no patient use reported with the event.